Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient had uncomfortable stimulation. Patient noted they were going to turn stimulation up yesterday and when they did increase stimulation to 2.0v stimulation went crazy especially on the left side and they thought they were going to die. Patient said they could not get stimulation turned off and they were able to turn stimulation down but still feels it constantly (before they would get used to stimulation sensation but now because it¿s so constant that they were sore and feels like their butt was bruised). Patient wanted to turn stimulation off and that was accomplished during the call, when patient synced they were on program 4 at 1.8v with stimulation on and turned stimulation off. Patient can also decrease stimulation so when stimulation was turned on it was at a lower level. There were no further complications reported.